Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) procedure, a pericardial effusion occurred. A pericardial drain was performed and the cause of the effusion was noted to be the electrophysiology (ep) needle during the transseptal puncture. The case outcome is unknown. No further patient complications have been reported as a result of this event.